Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electro surgical generator unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and the reported failure (iesu faults) was confirmed and reproduced on erbe connected to system. Logs showed (25913 c-34 errors 3/10/2025.) Visual inspection:(heat sink paint faded.) (C-34 errors on start and mono coag activation) erbe unit that was placed on golden system and was run in normal mode. Failure analysis concluded that no root cause could be attributed to this issue. The complaint was confirmed based on the failure analysis. The probable root cause is attributed to electrical defect of the iesu.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the customer informed the technical support engineer (tse) they received c-34 error when using monopolar energy. The customer rebooted the system and got c-00 error. The customer swapped the towers to continue. The procedure was converted to another dv system with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the nurse informed that the monopolar was what they wanted to use for the procedure, and it was 't working. They change the cables and the still the monopolar still didn't work. The surgeon brought in a second vision side cart to complete the procedure. There was no harm to the patient. The case was delayed about 20 minutes. The nurse could not provide patient information.